Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision of j-0254-scr to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive result with the binaxnow covid-19 antigen self test performed on 13feb2022 on a direct tested nasal kitted swab. Confirmatory testing was performed at the hospital using an unspecified method and generated negative results. (Value not provided). No additional patient information, including treatment and outcome, was provided.